Event description:
A registered nurse from the home healthcare company reported, "unit is intermittently shutting down on patient during the night. Patient is a nocturnal user only. Unit alarmed for reset condition, after resetting the alarm condition unit shut down. Unit did power back up and kept running the rest of the night." No allegation of patient harm.